Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm tmicl13.2 implantable collamer lens, - 6.50/+2.0/088 (sphere/cylinder/axis), within the same surgery, with no patient injury. The backup lens was implanted and the problem was resolved. The reporter indicated the surgeon did not give a reason for removing the lens and the cause of the event was unknown. The lens was discarded.